Event description:
The patient is not responding to sound. Based on clinical assessment, the implant team has elected to explant/reimplant. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.